Manufacturer narrative:
Product event summary: the battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not performed since the log files were not available. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery contained a faulty cell pair. Additionally, a supplemental ti test showed that the over temperature discharge flag was set. An internal inspection identified that there was a burn spot on the printed circuit assembly, likely due to a soldering defect during the assembly process. The faulty cell pair and soldering defect contributed to a battery not holding charge. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty cell pair and/or a soldering defect during the assembly process. An internal investigation was initiated to capture events involving the recall any remaining batteries with (B)(4) hvad battery packs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient states the battery does not hold charge for longer than 2 hours. No patient complications have been reported as a result of this event. No further information provided at this time.